Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer received a threshold suspend alarm the day after he had an insulin pump training for sensor. Customer also mentioned skin irritation due to customer was allergic to tape. The customer was advised that sensor is being replaced. The sensor will not be returned for analysis.